Manufacturer narrative:
As the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system / esheath, manufacturing mitigations, and root cause. The 3mensio data was provided by the complaint site, and it depicted the patient¿s access vessels. The images show that the vessel mld is smaller than the IFU recommendations for a 14f esheath. The work orders related to the manufacturing of the devices and also components that could potentially contribute to the complaint were reviewed. None of the work orders revealed any issues that may have contributed to the reported event. Review of lot history revealed no other complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿. Review of complaint history from august 2016 to july 2017 revealed similar returned complaints devices for the 14f edwards esheath introducer set (all models) for ¿sheath shaft ¿ resistance with delivery system, bc¿. A review of complaint history reveals that the occurrence rates do not exceed the july 2017 control limits for this trend category (¿resistance between devices¿). IFU/training manual were reviewed and no deficiencies were identified. During manufacturing of the esheath, sheath shafts inspections are performed at the component level as well as 100% final inspection by manufacturing and quality. Visual inspection using a minimum of 3x magnification is performed. Visual inspection of the tip for flash and excess material using a minimum 10x magnification. Visual inspection at 10x magnification for serrated transition, holes, or rough surface or tears presented on the tip, and visual inspection at 2.85x magnification for general cleanliness. In addition, dimensional verification of critical dimensions, such as shaft od, tip ID, tip length, and working length is also performed. During product verification testing, under a sampling basis, five (5) sample sheaths are visually inspected for damage pre and post-expansion testing. All samples from the related lot passed visual inspection. During expansion testing, an expander (simulating a delivery system and valve) is pushed through the samples and peak insertion force is measured. Under the related lot, the mean insertion force of the samples was acceptable. All samples from the lot passed pv testing. The inspections described above support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Per standard operating procedure, the push force upon advancement of the delivery system can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If something is blocking the vessel, such as calcification, resistance can be felt during delivery system advancement. According to the physician present during the case, the ¿posterior portion (back wall) of the vessel had been sutured to the top of the vessel essentially closing off the vessel¿. It is likely that this ¿closing off¿ of the vessel contributed to the resistance felt when the delivery system was inserted. Further, the patient had ¿small (sub 5mm) arteries¿. Imagery from the case confirms that the access vessels had portions smaller than the 14f sheath diameter. According to the IFU, the recommended vessel size is 5.5mm for a 14f esheath. Therefore, the complaint event can be attributed to patient/procedural factors. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed, but may be due to patient factors (mld sub 5mm). Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or review of IFU/training inadequacies were identified, and review of complaint history reveals that the occurrence rate for the trend category did not exceed the july 2017 control limits. No corrective/preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral procedure, the team experienced difficulty introducing the 20mm commander delivery system. Post implantation of the valve, upon removal of 14f esheath, a wire was brought from the contralateral side while injections were taken from the sheath. Access was lost on the right and wire position was also lost during this process. There was no evidence of flow down the sfa and the team was unable to re-cross the dissection. The patient was moved to the or for a surgical repair. Pre-close was also attempted and there was discussion as to a pre-close injury vs rupture of vessel due to size. The vascular surgeon successfully repaired the right common femoral artery and the patient is doing well. The physician stated that it was a perclose complication in that the posterior portion (back wall) of the vessel had been sutured to the top of the vessel essentially closing off the vessel. The physician suspected the sheath passed but then when the delivery system was inserted is when the rupture possibly happened. The esheath was inserted without issues.